Manufacturer narrative:
(B)(6). Device broke during insertion; device was not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a calcaneus fracture procedure on (B)(6) 2015, the threads came off a cannulated screw and the screw broke. The surgeon was inserting cannulated screw utilizing power and the threads came off the screw and the screw broke. There was a surgical delay of thirty to forty (30 - 40) minutes. All fragments were not retrieved; some fragments remained embedded in patient; the screw is stainless steel implant grade material. The top half of the screw was retrieved. Additional screws were available and the procedure was completed successfully. There was no patient harm. This is report 1 of 1 for (B)(4).